Event description:
Patient noted to be in slight respiratory distress, bilevel positive airway pressure (bipap) machine found to be in the off position with the mask still on the patient. Machine was examined and noted to be connected to power source, but found in the off position. Device would not turn to the on position.